Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call keypad anomaly. Customer's blood glucose level was 256 mg/dl. Customer advised they tried to bolus and the device would not allow them to enter carbs. Customer advised the numbers were ramping up on their own during a bolus attempt. Troubleshooting for button error alarm was performed. Customer removed the battery and pressed the act button but they received the alarm instead. Customer advised the insulin pump was exposed to moisture via excess perspiration but the button error did not occur right after the moisture exposure.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. No button error alarm noted. No unexpected numbers ramping noted. Unable to perform the functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or test for motor error alarm due to no button response. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.